Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system in 2002. Sought medical attention two weeks later for redness and swelling at the piercing site and was prescribed oral antibiotics. Returned for medical treatment eleven days later and an incision and drainage was performed. At that time pt was sent to the hosp and was admitted. During their hosp stay, another incision and drainage was performed, i.v. Antibiotics were administered, and oral antibiotics were given. Pt was discharged in 07/02 and was continued on oral antibiotics.